Manufacturer narrative:
(B)(4). Unit received with unresponsive buttons during testing due to broken trace on u1 keypad assembly. Unable to confirm pump error 25 alarm due to unresponsive buttons.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose was 213 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reported that insulin pump had not been exposed to temperatures below 41°f. Customer stated that notification light stopped flashing immediately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.